Manufacturer narrative:
The pump was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response. The pump was received with a cracked case (battery tube), cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had slightly cracked where battery goes. The customer stated that the insulin had lost power due to the battery cap coming off the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.